Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment was received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. Visual inspection showed cuttings in the insulation and deformations of the shock coils which occurred most likely during the explantation procedure. In addition, the dc resistances of the conductor fragment were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
It was reported that: "this lead had pulled back during a previous pocket revision in another city. It was extracted and replaced for a better anatomical position". There were no adverse patient events reported. Should additional information be received, this file will be updated.